Manufacturer narrative:
(B)(4). Evaluation summary: this complaint was confirmed for a cut/slice/hole in tubing, however, the cause could not be determined. A batch review was not performed since the lot number was unknown. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Leakage was found from a scar which was located 3cm from the sleeve on the tubing of the transfer set. This seemed to occur by cut from something sharp or degradation of the tubing. There was no patient injury or medical intervention. No further information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.